Event description:
It was reported that during a nephrostomy procedure, catheter damage occurred. During the procedure when they were pulling the string after placement, the flexima nephrostomy catheter broke in half inside the ureter. The device was removed and another of the same device was used successfully. The pt status is listed as they were released with no complications.

Manufacturer narrative:
(B)(4)